Event description:
It was reported that during a starr procedure, the device fired an incomplete staple line and the staples were partly formed. The case was completed with sutures. There was no pt consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.